Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump stopped working. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Event description:
Costumer weight is 90lbs. Information was provided by her father via telephone.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump received with cracked case(battery tube).